Event description:
During a percutaneous coronary intervention a balloon burst occured. The 70% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 15mm x 2.5mm maverick² balloon catheter was advanced to treat the target lesion and the balloon burst. The number of inflations and atmospheres given in every inflation was unknown. The procedure was completed with another same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device returned to MFR.: device was returned. A visual examination of the balloon identified a longitudinal tear in the balloon material with a circumferential element. The tear in the balloon stretched from 1 mm proximal to the proximal edge of the distal markerband and it extended proximally along the balloon for a total length of 5mm. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a percutaneous coronary intervention a balloon burst occured. The 70% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 15mm x 2.5mm maverick² balloon catheter was advanced to treat the target lesion and the balloon burst. The number of inflations and atmospheres given in every inflation was unknown. The procedure was completed with another same device. No patient complications were reported and the patient status is stable.